Event description:
It was reported that, the new safety disk purchased for the cardiosave intra-aortic balloon pump (iabp) failed the pim / membrane test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a safety disk failing pim / membrane test. Start pressure was 771, end pressure is 779. Patient involvement is unknown. A getinge field service engineer evaluated the unit and replaced safety disk. Unit is operational.